Event description:
A report has been received regarding an incident that occurred with an infant. The initial report was vague, however, the facility has reported a possible dialyzer reaction with a baby. In speaking with this facility, it was learned this pt had been receiving dialysis with use of this dialyzer when the md had noticed a shift on the wbc/differential and related the event to a dialyzer membrane reaction. It was reported this incident occurred from (B)(6) 2010 to (B)(6) 2011. No coughing or respiratory involvement, however, 80% monos were noted. Currently, this facility now triple rinses the dialyzer and add 200 units of heparin in the saline. In speaking with this unit again it was confirmed that this pt remains on this dialyzer and that these symptoms have resolved. Additionally, it was learned that this pt is described as having multiple medical conditions and remains inpatient. There is no sample and the lot is unk. No further info was able to be provided. It was reported that the symptoms have resolved. Of note: the facility reported this event occurred from (B)(6) 2010 to (B)(6) 2011. No further info available.

Manufacturer narrative:
(B)(6).